Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 13th june 2018. During the investigation, the green status led was flashing green alongside a failure chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in a leakage current to beeper bp1. The fault could not be replicated with the red status led detached from the membrane. This would confirm the reported fault had been caused by the failure of the red status led. The device was subject to hdf-3500 final unit test (h045-014-004) at heartsine on the 13th june 2018 ¿ during this testing, no fault was found on the unit. This would therefore indicate the membrane had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
Device is beeping, there was no patient involved in this event.